Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported death could not be conclusively determined.

Event description:
Following a root canal surgery, a patient presented with endocarditis and subsequently expired. A successful pulmonary vein isolation procedure was performed on (B)(6) 2017 and while there was no atrial-esophageal fistula confirmed by CT scan the physician believes there may have been enough thinning of the atrial-esophageal border to allow the transmission of bacteria from the esophagus to the left atria. The bacteria cultures were consistent with an oral cavity bacterial that spread post root canal surgery. There were no alleged performance issues with any abbott device.